Manufacturer narrative:
Medical device brand name is shortened to bd vacutainer®. Medical device type is unknown. Common device name is unknown. Unknown manufacturer, bd corporate facility used. Unknown catalog number. Unknown expiration date. Unknown lot number. Unknown unique identifier number. PMA/510(k) unknown. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
While using an unspecified bd vacutainer®, it was reported that "out of 10 samples, 4 samples had high protein levels", resulting in erroneous results.